Event description:
It was reported that the right atrial (ra) lead exhibited far-field r-wave oversensing and intermittent capture due to dislodgement, confirmed via chest x-ray imaging. A previous dislodgement of the ra lead had also been noted and confirmed via x-ray imaging. As a resolution, the ra lead was initially repositioned on (B)(6) 2025. However, due to a second dislodgement, it was explanted and replaced on (B)(6) 2025. The patient's condition remained stable throughout.

Event description:
Additional information received confirmed that the right-atrial (ra) lead exhibited a decrease in p-wave amplitude and high capture thresholds as well.

Manufacturer narrative:
Correction: the reportable aware date in report [2017865-2025-1001581] submitted on 30 sep 2025 stated as 16 sep 2025 is corrected and updated as 15 sep 2025.